Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body was positioned and the proximal stent was deployed as expected. It was noted that access to the contralateral leg was obtained utilizing the cross-over lumen prior to stent graft polymer fill; however, guidewire access was inadvertently lost and the contra leg had to be recannulated. While the physician was pulling the crossover wire, the scrub tech inadvertently pulled the guidewire from the other side placing undue tension on the stent graft. The fill polymer was prepared per the IFU, and connected to the delivery system with the autoinjector. The guidewire was retracted for polymer fill, but tension was not released from the stent graft. The stent graft filled as expected with polymer present throughout all fill channels. Upon demate of the aortic body delivery system from the stent graft at 14-14.5 minutes post polymer injection, the patient experienced hypotension and it was noted that the polymer syringe was observed to be empty. An aortogram was performed to rule out a potential rupture of the aorta and anesthesia began treatment; however, there were no indications of a rupture. The patient was treated for a contrast allergy within 3-4 minutes of the initial treatment due to a potential intravascular leak of polymer where steroids and benadryl were administered and the patient was stabilized within 5 minutes. Two (2) iliac limbs were deployed without incident on the patients right side. The final angiogram showed the presence of a type ia endoleak that could not be resolved following ballooning. A palmaz balloon expandable stent was deployed at the level of the sealing rings successfully resolving the endoleak. The aneurysm was successfully excluded and there have been no additional patient sequelae reported.